Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. A frontal radiographic image, coned down to the right arm, was returned for evaluation. A catheter, consistent with the implicated 4fr single-lumen powerpicc, was present. There was overlapping of the catheter and the slight bulging of the tubing at the skin entry point, which likely represented a kink. The exact cause of the kink could not be determined from the returned image. Contributing factors for kinks in this location can include catheter insertion technique (e.g. Steep insertion angle) or securement methods. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they placed a single lumen PICC on (B)(6) (lot #rejw2342) that kinked/looped just beyond the insertion site, which we determined on ue xrs today while troubleshooting. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on march 26, 2025: line did not work (unable to use for blood draws, tpa given), required removal and replacement. No serious injury to patient.